Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited gradually increasing shock impedance measurements until reaching out-of-range values in addition to increase pacing thresholds. Tech services reviewed device data and suggested steps for assessing the patient's system. Per available information, no decision or timeline has been established regarding potential addition testing. There has been no reported impact to therapy. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating this patient presented for defibrillation threshold (dft) testing. During the test the patient received 2 shocks but the device did not convert the ventricular fibrillation (vf). The patient was externally cardioverted and rhythm resolved. Shock impedance measurements were also confirmed greater than 125 ohms at that time. A revision procedure was subsequently performed wherein the device was explanted and replaced. Explant of the lead was reported to be very difficult as the lead broke into several pieces during attempted removal with a portion of the coil remaining unsecured within the rv; a new rv lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified that would have caused or contributed to the report clinical observations.